Manufacturer narrative:
MDR 3003442380-2024-04407 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the spain. It was reported that patient faced two infusion set cannula fell off events on (B)(6) 2024. Events occurred within few hours of use. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.